Event description:
Independent repair center customer alleged alarm will not function. The key failure is the valve is stuck. Associated malfunctions for this device: power switch short circuited, hose clamp and zip ties leaking.